Manufacturer narrative:
The product has been returned for investigation. No corrective or preventive actions can be implemented until the investigation has been completed. In regard to this event one cannula was received for investigation. Visual inspection under a microscope showed the presence of particles. Please note that the investigation is being continued in order to (if possible) determine a root cause for this event.

Event description:
It was reported that during vitrectomy surgery, the surgeon noticed a particle in the eye which he was able to remove. There was no sign of damage to the retina and surgery was finished without complications. There is no report of prolonged surgery.

Manufacturer narrative:
The product has been returned for investigation. No corrective or preventive actions can be implemented until the investigation has been completed. In regard to this event one cannula was received for investigation. Visual inspection under a microscope showed the presence of particles. Please note that the investigation is being continued in order to (if possible) determine a root cause for this event.

Event description:
It was reported that during vitrectomy surgery, the surgeon noticed a particle in the eye which he was able to remove. There was no sign of damage to the retina and surgery was finished without complications. There is no report of prolonged surgery.

Manufacturer narrative:
The product has been returned for investigation. No corrective or preventive actions can be implemented until the investigation has been completed. In regard to this complaint, a 23 gauge cannula from a disposable one step cannula system was received for investigation. Visual inspection confirmed the presence of dried up body fluids and/or tissue residue (i.e. Surgical remains) in the cannula. Further inspection showed that the cannula and the closure valve were completely intact. Device history record review revealed no deviations and a database search showed that no similar complaints have been received on this specific lot. Based on the investigation performed, it was concluded that the foreign body observed by the health care professional did not originate from the returned dorc product. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. No corrective or preventive actions will be implemented as a result of this incident.

Event description:
It was reported that during vitrectomy surgery, the surgeon noticed a particle in the eye which he was able to remove. There was no sign of damage to the retina and surgery was finished without complications. There is no report of prolonged surgery.

Manufacturer narrative:
The product will be returned for investigation.

Event description:
It was reported that during vitrectomy surgery, the surgeon noticed a particle in the eye which he was able to remove. There was no sign of damage to the retina and surgery was finished without complications. There is no report of prolonged surgery.